Event description:
The following was reported to hamilton medical ag: loss of external power. Happened when engineer do performing preventive maintenance testing, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).